Event description:
It was reported that during a cryo ablation procedure, st elevation was observed when the balloon catheter was inserted. The balloon catheter and sheath were removed from the patient and upon aspirating the sheath again, air bubbles were observed. The procedure was aborted. The st elevation recovered by the end of the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed the shaft was intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.